Manufacturer narrative:
Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was seen with infection spreading up the neck. It was noted that both the generator and lead was explanted. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the generator. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.